Event description:
This customer sent a complaint to our company informing that she has used lifestyles extra strength and became pregnant. On (B)(6) 2011, she contacted us to inform that she needed medical attention to be tested for stds. According to her, all those results came back as negative.

Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products is submitting this report on behalf of (B)(4). Returned samples from the customer were received on (B)(4) 2011 and were mailed to the manufacturer on 08/15/2011. A follow up report will be sent to FDA asap with additional information about the factory investigation.